Manufacturer narrative:
Pt discarded suspect infusion sets. No product will be returned by the pt for evaluation, and thus no evaluation will be performed.

Event description:
Pt reported that multiple (exact number was not specified) infusion sets came apart. Pt's blood glucose was not affected, and no treatment was received.